Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2218 50, serial: (B)(4), batch: 7070846.

Event description:
It was reported that the patient experienced lower back pain. Symptoms of discoloration and swelling at the midline incision were noted. It was believed that the swelling appeared to be a hematoma upper part of the incision. Pain to palpation over swollen area. No device malfunction was suspected. The patient underwent an explant procedure. The devices will not be returned.